Event description:
User reports one patient with discrepant hcg-b results. Initial result 0.601 miu/ml, repeat >10000 miu/ml, diluted and repeated, gave result of 24283 miu/ml. Initial result was reported, patient not adversely affected. The field service rep was unable to duplicate the issue. Performance tests were performed.